Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿notch not completely perforated¿. A potential root cause for this failure could be "inadequate pressure for punching machine". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was a foley issue reported at (B)(6) on 08dec2019 by their 8d childrens floor. The 8 fr. Foley with lot # ngcz2377. The rn was met with resistance while inserting water into the balloon. Upon removal a pinhole was found in the balloon. There was no patient harm reported. Per follow up with the sales rep on 6feb2020, he confirmed that when he followed up in person he was made aware of this event on 24jan2020.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a foley issue reported at (B)(6) on (B)(6) 2019 by their 8d childrens floor. The 8 fr. Foley with lot # ngcz2377. The rn was met with resistance while inserting water into the balloon. Upon removal a pinhole was found in the balloon. There was no patient harm reported. Per follow up with the sales rep on 6feb2020, he confirmed that when he followed up in person he was made aware of this event on 24jan2020.